Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that the product was released meeting all quality standard requirements. A sample was returned to the manufacturing plant. The evaluation determined that the lid returned was not a lid manufactured at the cardinal health facility. The reported condition could not be confirmed. There was one potential root cause identified during the investigation which pertain to be a user error, either at the customer level or the distribution level. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the lid doesn't fit on the sharps container.